Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms in the past. The customer's blood glucose level was not impacted. The customer reported changing some supplies and resuming insulin following the occlusion alarms. Troubleshooting with tandem technical support could not be performed as the customer had already discarded the supplies prior to the call.